Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges leakage in the infusion set. Caller reported the adhesive plaster is also wet. Caller stated the issue has occurred about 4-6 times; 3 times from the same batch. Lot number on affected lots is unknown. No adverse event reported. No product will be returned.